Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h10: the device was returned to olympus for evaluation where service did not confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center errors 'b30' when connected (env-vh connection) and it occurs frequently. The issue was found during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm. The procedure was completed using a similar device. No delay was reported.